Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sheath of the monopolar curved scissors (mcs) tip cover accessory fell into a patient and the accessory was retrieved during the same procedure. The procedure was completed. An unspecified post-operative test was performed. There were no clinical consequences for the patient; the sheath was removed before the patient was sutured. The team noticed that the sheath had remained inside the patient and removed it before suturing. It was noted that this incident occurred at least twice, without consequence for the patient because the sheath was seen and removed each time. However, it was noted that this would present a risk to the patient if the team did not notice it before suturing.